Event description:
It was reported that during a ptca procedure, the procedure started with a 2.0 maverick. The physician experienced difficulty crossing the lesion and the balloon was exchanged for a 1.5 maverick. They were still unable to cross and went back with the 2.0 maverick; however, physician was still unable to cross the lesion. The pt had a dissection of the aorta and went to surgery. Upon removal it was noted that the tip of the catheter appears to be missing. Pt status is listed as "okay".

Event description:
It was further reported that the right coronary artery was a small to medium caliber size vessel that had a long ulcerated 95% eccentric stenosis with a radiolucent area felt to be thrombus. There was evidence for left-to-right collaterals. Three different guide catheters were used before adequate support in the artery was maintained. The physician used various wires in his attempts to pass multiple balloons to the lesion site, but was unsuccessful. At the end of the procedure, staining was noted in the aortic root and the right coronary artery dissected. The physician attempted to pass a wire through the dissection unsuccessfully. An intra-aortic balloon pump was inserted and the pt went to surgery for coronary artery bypass grafting and possible repair of the aortic root. The pt was taken to intensive care post-operatively where he developed pulmonary congestion for which he was intubated until stabilized. He subsequently developed pulmonary congestion again, but chose not to be re-intubated. He was discharged to hospice for palliative care. The physician felt that though the incident occurred during the use of the device, it probably would have occurred with any similar device because of the nature of the lesion.